Event description:
It was reported that patient underwent total hip arthroplasty in 2004. The patient had multiple effusions accompanied by pain. Following subsidence of the femoral component, patient underwent revision surgery in 2005.